Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the differences are greater than 30 percent. Customer also indicated that calibration errors have been received during normal use. The customer indicated that he has high blood glucose but the level is unknown and that he was hospitalized due to fainting from low blood pressure but that he was not in the hospital for high blood glucose. Troubleshooting found that the customer's blood glucose was 91 mg/ dl earlier in the day.